Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions mammography system, the system generated a vertical travel assembly motion error during a patient exam. No patient or user injuries were reported. A hologic field service engineer (fse) investigated the device and determined that the vertical drag brake associated with the vertical travel assembly was not functioning properly. During troubleshooting, the fse observed that the vertical travel assembly continued to move downward slightly after the down travel button was released, resulting in unintended motion detection by the system. The vertical drag brake was replaced, and system operation was verified. Following the repair, the system was tested and confirmed to be operating according to manufacturer specifications. No further information is currently available.